Event description:
It was reported that patient underwent left hip revision. Surgeon removed femoral head and replaced it with a new one. Surgeon also took out cup and replaced it with a zimmer cup.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown cup. Additionally, an unknown 32 mm head was reported. Based on the minimal information received, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report. Not returned.